Event description:
During an open heart surgery, the pt was on a surgical table in c-arm position with the pt slid towards the head of the table. The surgery staff lifted the pt's legs and the table tipped and pulled out the central line. The table tipped onto the anesthesiologist's legs. No injuries were reported.